Event description:
Patient was scheduled for a lower extremity angiogram with possible intervention. A dissection occurred that required multiple indev stent placement. Moreover, a 5 x 80 balloon was inserted and attempted to be advanced without success. This balloon was exchanged for a 4 x 40 balloon that was advanced without difficulty and inflated times two. The 5 x 80 balloon was reinserted and advanced into the right sfa. It was noted at this time that the balloon appeared to separate from the shaft of the balloon catheter. At this time a surgeon was consulted. A snare was utilized to retrieve the fractured balloon piece. Flow was restored to the right leg and the patient was transferred to the operating room for foreign body retrieval.